Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: review of the black box data revealed evidence of short battery life; there was drastic drop in voltage on (B)(6) 2017. On investigation, the pump powered on normally and performed ez-prime correctly. All electrical currents were measured to be above specifications. The alleged short battery life issue was confirmed/duplicated. The pump was opened for further investigation and revealed that the electrical currents returned to normal after the continuous glucose monitoring (cgm) flex was unplugged from the printed circuit board. Investigation determined that the cgm flex had not been fully seated into the connector at the inter-board causing excessive electrical current draw resulting in shortened battery life.